Event description:
It was reported that the patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp) due to patient stating the pump was uncomfortable. The existing components were explanted and replaced with a new ipp. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.